Event description:
It was reported bd intima-ii 20gax1.16in prn slm npvc had 196 issues of leakage at the septum, and 2 issues of needle sticks. The following information was provided by the initial reporter, translated from chinese: "radiologists customer started to use 20g needle... For high pressure infusion of contrast agent, there has been a more closely catheter tube wrapped steel needle , and it was found after withdrawn the steel needle, there was blood come out with the needle... After national day long vacation, customers continued to use, the situation has no improvement, besides there were two teachers injured by tighten wrapped needles when they tried to remove the steel needle."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd intima-ii 20gax1.16in prn slm npvc had 196 issues of leakage at the septum, and 2 issues of needle sticks. The following information was provided by the initial reporter, translated from chinese: "radiologists customer started to use 20g needle... For high pressure infusion of contrast agent, there has been a more closely catheter tube wrapped steel needle , and it was found after withdrawn the steel needle, there was blood come out with the needle... After national day long vacation, customers continued to use, the situation has no improvement, besides there were two teachers injured by tighten wrapped needles when they tried to remove the steel needle."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval?: yes. D9: returned to manufacturer on: 10/26/2021. H6: investigation: a device history review was conducted for lot number 1076053. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Four photos, a video and four defect samples were returned. Functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Photos and the video showed : the sample gauge is 20g, there is bleeding spot at the septum, and part of the blood is spilled on the nurse's gloves. Returned samples analysis: the gauge is 20g, p/n is 383057, lot number is 1111460, single packages have not been opened. Four returned samples are taken for needle removal force test and 800mm simulated clinical leakage test, and the test results passed. The septums are observed under a microscope, and the opening of the septums are completely closed. No aging of the septum. Cause analysis: the design of notch on the needle is to quickly observe the blood return after the needle tip puncture into the blood vessel. After the needle is punctured into the blood vessel, there is blood at the notch of the needle. In the process of withdrawing the needle, after the notch retreats into the septum, although the opening at the inner end of the septum is closed, the blood droplets in the notch will be brought out with the notch. If there is a large inertia in the process of withdrawing the needle, the blood drop will be thrown out. Before puncture, need to hold the paddle hub and extension arm, rotate the needle to release the catheter tip adhesion. The thicker the needle, the greater the needle removal force